Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount was not screwed into the implant and when the implant was removed from the package, it immediately dropped onto the floor. The procedure was completed with another implant.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111, 4114. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. One (1) imp,tsv,3.7,8,mtx,mg (tsvtb8) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The reported device was not returned for investigation. The reported event was non-verifiable with the information provided. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1251739). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251739) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is due to inadequate handling by clinician or staff while opening the outer vial & inner vial. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.